Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (leg) while wearing the device longer than 48 hours. Patient put pod on wednesday night ((B)(6) 2017), on thursday the site was good but on friday patient stated it was sore and later in the day patient noticed site was swollen and removed the pod and did replace to another site. On saturday area on leg looked larger in size and patient went to the emergency room and they gave the patient an antibiotic elindamybin, then sent patient home. On sunday patient stated it doubled in size and went to emergency room and was given an intravenous drip of antibiotic and then sent patient home. On monday (B)(6) 2017 patient was given antibiotic efadroxil and the infection site area is starting to look better.